Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump. At the time of reporting, her blood glucose was 209mg/dl. After troubleshooting, the customer declined to send back her infusion set or reservoir for analysis. No equipment was returned. No additional information was reported.